Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. A surgical intervention was performed to explant this lead. This lead is kept in veterans affairs and will not be returned for analysis. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.